Manufacturer narrative:
(B)(4). A visual, functional, and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. No DHR review was performed since customer did not provide lot number for device sample. No sample available from the customer to investigate. Teleflex will continue to monitor feedback from the customers on issues related to this complaint description. Complaint cannot be confirmed. Root cause is unknown.

Event description:
The customer alleges that during use there was a leakage in the aquapak.